Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with spinal stenosis underwent spinal fusion at l5/s1.intra-op, the tip of ball tip probe broke off at s1 screw hole and was unable to be retrieved. The fragments of the device remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.